Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via e-mail that during an apex with universal glenoid surgery the screw broke on insertion. There was no adverse effect noticed but the broken part of the screw was left in the patient. Update 22 jan 2019: the surgery was finished successfully with the same device which was used anyway. It was not necessary to switch the surgical technique or do a second surgery.